Event description:
It was reported that the patient experienced vibrations. The lead exhibited noise. A chest x-ray revealed the insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.